Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: one ti powerport low-profile with catheter in two segments and one flushing connector was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is inconclusive for the reported failure to infuse/thrombus. The port body with attached catheter segment and detached distal segment were patent to infusion and aspiration with no leaks noted. The catheter break manifested very smooth edges on both sides, and striation was observed, indicating a sharp instrument cut. It is probable that this cut occurred after use. In addition, four electronic photos were provided for review. The photos showed residue in the region of the catheter lock and the catheter segments, port and catheter lock in condition consistent with the returned components. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and ten days post port device implant, the healthcare provider was allegedly unable to infuse saline during flushing. It was further reported that thrombus was allegedly identified during aspiration. Reportedly, the device was removed. The patient was reported as stable.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has not been returned to the manufacturer for evaluation. Photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that one month and ten days post port device implant, the healthcare provider allegedly unable to infuse saline during flushing. It was further reported that thrombus was allegedly identified during aspiration. Reportedly, the device was removed. The patient was reported as stable.